Event description:
It was reported that a user¿s dexcom g7 failed to pair with the ilet, resulting in loss of cgm data to the pump, a pairing failed alert, and a dosing stopped alert after the user re-entered the pairing code while the g7 was still paired. Symptoms included hyperglycemia with a reported blood glucose of 394 mg/dl. Outcomes included automated corrective dosing guidance from the pump once appropriate. Investigation included review of device alarms and user-reported pairing behavior. Investigation of this case revealed a pairing failure between the g7 and the ilet leading to suspended automated dosing, with no device damage reported. It was concluded, based on previously established findings for similar reports, that user-driven pairing sequence error was the probable cause.